Event description:
Customer's daughter reported blood glucose results of 398 mg/dl, 188 mg/dl, 310 mg/dl, 201 mg/dl, and 188 mg/dl within 10 minutes on the compact plus system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.